Manufacturer narrative:
During service identified that the power management (pm) board software (sw) had not been upgraded. Pic firmware was upgraded from 1.10 to 1.20. Pic (programmable interface controller) firmware was upgraded from 1.10 to 1.20.

Event description:
Customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service identified that the power management (pm) board software (sw) had not been reworked from 1.10 to 1.20 pic sw revision. There was no patient involvement.